Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 52 previously reported events are included in this follow-up record. Product return status 44 devices were received. 8 devices were not available for evaluation. Event confirmation status 1 reported event was confirmed. 43 reported events were not confirmed. Evaluation results 17 devices were found to be affected by corrosion. 19 devices were found to be affected by compromised lubrication. 1 device was found to be affected by shattered bearings. 7 devices had no problem found.

Event description:
This report summarizes <noe> 52 </noe> malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 15 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 52 </noe> malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 15 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h10. 52 previously reported events are included in this follow-up record. Product return status. 39 devices were received. 13 device investigation types have not yet been determined. Event confirmation status. 1 reported event was confirmed. 38 reported events were not confirmed. Evaluation results. 15 devices were found to be affected by corrosion. 16 devices were found to be affected by compromised lubrication. 1 device was found to be affected by shattered bearings. 7 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 52 previously reported events are included in this follow-up record. Product return status 44 devices were received. 3 devices were not available for evaluation. 5 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 43 reported events were not confirmed. Evaluation results 17 devices were found to be affected by corrosion. 19 devices were found to be affected by compromised lubrication. 1 device was found to be affected by shattered bearings. 7 devices had no problem found.

Event description:
This report summarizes <noe> 52 </noe> malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 15 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 52 events were reported for this quarter. Product return status: 36 devices were received. 16 device investigation types have not yet been determined. Event confirmation status: 36 reported events were not confirmed. Evaluation results: 13 devices were found to be affected by internal corrosion. 16 devices were found to be affected by a lubrication problem. 7 devices had no problem found. Additional information: 52 devices were not labeled for single-use. 52 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 52 </noe> malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 15 events had patient involvement; no patient impact.